Event description:
The user facility reported that water was leaking from the door on their reliance synergy washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the condenser on the unit full of water. The leak was caused by lime scale clogging the condenser. This caused the chamber to create a small pressure that allowed water to leak past the door gaskets when the washer was in the thermal phase. The technician repaired the unit, ran a test cycle and confirmed the unit was operational.